Event description:
It was reported that when using the bd pyxis¿ es server, the orders interface was down. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) ran the downtime query, verified all orders were crossing successfully with no disconnection flags, checked healthsight viewer (hsv) and confirmed no active alerts. The system functioned as intended when the technical support specialist (tss) investigated the issue.